Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4), MFR. Date 05/2016, exp. Date 05/2021. Batch # (B)(4), MFR. Date 02/2016, exp. Date 02/2021. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: was the drain placed in the patient¿s body successfully? ¿no information. Did the trocar pull-off from the drain after the drain was placed in the patient¿s body? ¿no information. Did the drain tube break near the trocar causing them to separate? ¿yes. Was the case completed with the same device? ¿no information. Received an actual sample. The trocar tore off the drain in the connection area. The trocar barbs have sharp ribs. If pulled under sharp angle, the drain can touch a barb's rib and be cut. The part does not deviate from its specification.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2017 and the drain was implanted. During the procedure, the drain was broken near the trocar outside the patient¿s body. There were no adverse patient consequences reported.